Event description:
It was reported that a large volume infusor underinfused after use of the device. It was further reported that three (3) hours after the specified time, a large amount of unspecified liquid remained. The device remained in place after 17 hours with not solution infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date: june 1, 2021 - june 2, 2021. The device was received containing 28 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter was unable to determine root cause for this under infusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.